Manufacturer narrative:
Additional information can be found in sections g4, g7, h2, and h10. On (B)(6)2019 , an intuitive surgical, inc. (Isi) field service engineer (fse) contacted a nurse at the site regarding the reported event. The nurse indicated that they had replaced the energy activation cable and experienced no further arcing issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mcs tip cover accessory used during the case was discarded by the site. Therefore, the root cause of the customer reported issue cannot be determined at this time. Isi has received the mcs instrument associated with this complaint and completed investigations. The instrument passed an electrical continuity test. The instrument was placed on system and passed recognition and engagement tests. A monopolar energy cord was successfully connected to the banana plug of the instrument. An energy activation test was then conducted on the system with no issues after pressing the energy pedal on the surgeon console. A wet paper towel began to smoke when the energy pedal was pressed. Steam generation from the wet paper towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power, intermittent energy, or arcing was observed. No faults or error messages appeared during in-house testing. Thermal damage was not observed at the wrist assembly of the instrument. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. Based on the available system logs, no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, electrical energy allegedly arced from a mcs instrument with a mcs tip cover accessory installed. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. At this time, the root cause of the customer reported issue is unknown.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, electrical energy allegedly arced from a monopolar curved scissors (mcs) instrument. There was no reported patient harm or injury. On 06/20/2019, intuitive surgical, inc. (Isi) contacted the site¿s robotics coordinator and the following additional information regarding the reported event was obtained: the robotics coordinator was not present during the da vinci-assisted surgical procedure. The surgical procedure was completed with no reported injury to the patient. An mcs tip cover accessory was installed on the mcs instrument when the event occurred. The arcing event occurred while the surgeon was dissecting a fallopian tube from an ovary. There were no instrument collisions during the surgical procedure. The surgeon was using "35/35 blend" generator settings during the case. She indicated that the mcs tip cover accessory was inspected after the event occurred and no damage was found. The mcs tip cover accessory was discarded by the site. The site does not reuse mcs tip cover accessories.